Event description:
It was reported that the customer has experienced irritation by wearing the sensor. It was stated that customer had a rash at and is using a cream as per doctor's instructions. Customer also complained about receiving a sensor error alert during initialization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.